Event description:
It was reported that patient experienced poor skin integrity around ipg site. Surgery intervention was taken to remove burr hole cover and secure the lead. Therapy was restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.